Manufacturer narrative:
Report # 2011158-2016-00087 is associated with (B)(4), biotene original oral rinse.

Event description:
Swallowing small amount of biotene oral rinse 4 times daily for 6 weeks at least [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6)-year-old female patient who received glucose oxidase (biotene original oral rinse (savannah)) mouth wash (batch number unk, expiry date unknown) for dry mouth. In (B)(6) 2016, the patient started biotene original oral rinse (savannah) at an unknown dose 4 times daily. On an unknown date, an unknown time after starting biotene original oral rinse (savannah), the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant) and accidental ingestion of drug. On an unknown date, the outcome of the accidental device ingestion and accidental ingestion of drug were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to biotene original oral rinse (savannah). Additional details, adverse event information was reported on 17 november 2016. The consumer reported swallowing small amount of biotene oral rinse 4 times daily for 6 weeks at least, she stated. Consumer reported indicated use of dry mouth. Provided consumer with poison control number, she stated she did not feel the need to contact her healthcare professional.